Event description:
Pt reported that back to back tests performed on pt's surestep meter were 116, 147 and 116 mg/dl. Control solution test result (132) was in range. The meter is not cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.